Event description:
During a rotational atherectomy procedure, the wire fractured. The physician had ablated once at 160,000 rpms in the proximal circumflex artery for two minutes when the wire fractured. Resistance was encountered during use. Patient condition is listed as "well."